Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that right ventricular noise and inappropriate automatic mode switch (ams) were noted on the device. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicating the physician does not suspect the event was due to the device and there is no allegation on the device. Related manufacturer report number 2017865-2023-17948. Related manufacturer report number 2017865-2023-17949.